Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. No further information provided. Date of event: unknown.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative that "the adjustment not possible, demolished catheter."

Manufacturer narrative:
Manufacturing site evaluation: the progav shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed. Permeability test - the test results showed that the valve was permeable. Adjustment test - this test showed that the valve was adjustable to all settings and specified pressures. Braking force and brake function test - this test showed that the brake function is fully operational and the braking force is within the given tolerances. Visual examination - no significant deformations were found during the inspection. Catheter - an optical inspection was performed to investigate the alleged damage to the catheter. Ligatures from a competitor were found attached, however, no evidence of damage was found. Results - after the tests, we have dismantled the valve. Within the valve we found significant build-up of substances (likely protein), which may have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of non-adjustability. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.